Manufacturer narrative:
Analysis of the information provided indicates that the cause for the discordant elevated lmmb result is unknown. A siemens healthcare diagnostics headquarters support center (hsc) representative evaluated the data logs and could not confirm a product issue. The instructions for use for the mass creatine kinase mb isoenzyme flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated mass creatine kinase mb isoenzyme (lmmb) results were obtained on a patient sample on the dimension exl system. The result was reported to the physician who questioned the result. The same sample and a redraw sample was retested at a reference laboratory and a lower results were obtained with both serum and plasma. A corrected result was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated lmmb result.